Manufacturer narrative:
Additional information sections: h6, h10 an event of "high grade aortic stenosis" was reported. A more comprehensive assessment could not be performed as a valve-in-valve procedure was performed and the device was not accessible for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission

Event description:
On (B)(6) 2019, a 25mm trifecta gt valve was implanted. On (B)(6) 2021, the patient underwent a valve-in-valve tavi procedure due to high grade aortic stenosis and a competitor's 26 mm edwards sapien ultra was successfully implanted. The patient was reported to be in stable condition.